Event description:
Pt had permanent pacer inserted on 9/25/1997. Pt noted to have non-capture. Ventricular lead placement good, probable micro-lead dislodgement. Pt had lead extracted and new lead placed on 2/25/1998.